Manufacturer narrative:
E1: reporter institution phone number: (B)(6). Analysis was performed by a philips remote service engineer (rse) which included interviewing the customer and dispatching a philips authorized service provider (asp) onsite to further evaluate the unit. Results of the diagnosis indicated the mainboard needed to be replaced due to a fault. The asp recalled the unit only played 3 times instead of 6. The speaker was tested on another unit and it worked fine. At the time of the event, it was confirmed the right speaker wasn't making any sound. After the mainboard was replaced, the unit returned to working specification. Based on the information available in the case and provided by the philips asp, the cause of the reported problem was confirmed to be the main board. The reported problem was confirmed. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
The customer reported that the speaker of the equipment is not working. It was confirmed the unit did not produce sound at the time, of the event. The device was not in use on a patient at the time of event, there was no adverse event reported.